Event description:
The pt tested on the device at 277mg/dl and retested 2 minutes later tested 233mg/dl. The pt was reportedly given insulin, and later tested on the device at 80mg/dl, and 9 minutes later 13mg/dl. Caller notes, the pt was given food. Quality controls were used and reportedly within acceptable limits. Requested return of suspect device, but caller did not want device replaced.